Event description:
It was reported that a user experienced hypoglycemia while using the ilet system, with a documented blood glucose nadir of 39¿40 mg/dl and approximately three hours outside the target range; the user disconnected from the ilet, ingested orange juice and glucose tablets, later administered a manual insulin injection while disconnected, and inadvertently entered two meal announcements, after which hyperglycemia occurred before trending downward upon reconnection. Symptoms included low blood glucose. Outcomes included temporary interruption of usual activities and need for self-treatment. Investigation included technical review of device data by clinical decision support and user troubleshooting and education. Investigation of this case revealed user management factors including device disconnection during recovery, off-system manual insulin dosing, and duplicate meal announcement, with the device reported to suspend insulin delivery as designed. It was concluded that the event involved hypoglycemia with cause unclear, with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.